Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that she was in the intensive care unit with high blood glucose level and diabetic ketoacidosis twice as the infusion set was not giving the insulin properly. The first time, she vomited for 14 hours and then went to the closest emergency room. The patient had positive results in ketones test. The patient also had vomiting, abdominal pain, difficulty breathing and had gastroparesis. The patient self-treated with manual injections. Both times, her blood glucose level had reached up to 400 mg/dl. In the hospital, she was put on the insulin drip and they did blood work. The second time, after two days it was determined that insulin was not coming through tubing. The patient went off the pump for three weeks and went on manual injections. Infusion set was last changed before the patient had high blood glucose level. Both times, she was in the intensive care unit for 4-5 days. Patient's blood glucose level at the time of this report was 160 mg/dl. No further information available.